Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed. A field service engineer (fse) performed troubleshooting and was unable to duplicate the issue. A visual inspection of the latch and harness connections revealed several loose connections and signs of minor to moderate oxidation. The fse cleaned/treated the contacts, tightened the connectors, tested, verified all bus/cable connections and latch/door operation to resolve the issue. The customer verified the operation successfully with access and inventory counts. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager was failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.